Manufacturer narrative:
Additional narrative: complained issue could not be replicated and/or confirmed based on the available information (incl. Pictures and/or x-ray¿s). A device history record (DHR) review was conducted: part number: 02.118.402s. Lot number: h665703. Part manufacture date: 11-jul-2008. Manufacturing location: elmira. Part expiration date: 01-jun-2028. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.7mm va-lcp lateral distal fibula pl/4 holes/rt-sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Review of the raw material is required only for broken devices per w-m-s080 section 6.1.3. This complaint was not initiated for a broken plate. Therefore, no raw material review was conducted for this DHR review. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an open reduction internal fixation (orif) of an ankle, the variable-angle locking compression plate (va-lcp) distal fibula plate could not be locked. Thus, a new plate was opened and was locked correctly. The procedure was successfully completed with an unspecified minute of surgical delay. Patient status is unknown. Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.